Event description:
It was reported that the pt developed an infection and the system was removed. No other symptoms were provided. The pt's status was undetermined at the time of the report. Add'l info has been requested from the hcp, but was not available as of the date of this report.